Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/21/2016. (B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2014 by doctor (B)(6) due to stress urinary incontinence, dyspareunia, and pelvic pain at athens regional medical center. No additional information was provided.

Manufacturer narrative:
(B)(4) unspecified complications. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.